Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. Customer blood glucose at the time of incident 187 mg/dl. Customer was able to rewind the insulin pump. Customer reports the drive support cap appears normal. Customer stated that the insulin pump was not exposed to high magnetic fields. Customer was recommended to use their back plan according to healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with normal operating currents. Also, passed self-test, rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed motor position encoder error alarm due to history file overwritten with corrupted history file alarms. Corrupted history file alarms due to a corrupted history file. No check setting alarm noted during testing. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.